Event description:
The patient had performed a precision test with results of 499, 181, 137, 142, 128, 122, 130 and 125 mg/dl, all performed within 10 minutes of each other. During troubleshooting, it was verified that their meter was coded correctly and that their test strips were in good condition and within the expiration date. They were walked through a control solution test, which failed outside the range. They were asked to retest, but the second control solution test also failed. The patient had not received any medical attention or treatment and there is no report of an adverse event. A replacement meter, control solution, and test strips were sent to the patient.